Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [movement of the delivery system by the operator during valve deployment] appear to have caused or contributed to the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the valve was deployed too aortic [90:10 aortic: ventricular]; a second valve was implanted. Initially, bav was performed without incident. A 23 sapien xt valve was prepped on the novaflex+ delivery system and positioned across the native annulus in a 60:40 aortic:ventricular position. The valve was deployed under rapid ventricular pacing with a final position of 90:10 aortic:ventricular. Echo assessment revealed mild to mild-moderate paravalvular leak [pvl]. The physician team discussed the placement of the sapien xt. Although the pvl was not necessarily moderate, due to the aortic placement of the valve, it was decided to prepare a second valve. As the valve position was aortic, the coronaries were assessed and were patent. The second 23 sapien xt valve was deployed under rapid ventricular pacing in a more ventricular position; the second valve was deployed approximately 50:50 within the annulus. Echo was then assessed again and there was no pvl. The patient remained stable throughout the procedure. The native valve/leaflet calcification was moderate. There was no mitral annular calcification or ventricular septal hypertrophy. Coaxial alignment of the delivery system and valve, as well as the image intensifier angle were described as good; ventilation was held and there was no loss of pacing capture during valve deployment. The delivery system did not move except when the operator moved it; this was the physician¿s first valve deployment.